Manufacturer narrative:
Concomitant medical products: product ID 388928 lot# va1lp62 serial# implanted: (B)(6) 2018, explanted: (B)(6) 2019 product type lead product ID 309333 lot# 0204825734 serial# implanted: (B)(6) 2018, explanted: (B)(6) 2019 product type lead, (B)(4) pertains to the lead (s/n: (B)(4)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1lp62, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 309333, lot#: 0204825734, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 11/11/2021, UDI#: (B)(4). Product ID: 309333, serial/lot #: (B)(4), ubd: 01/27/2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a complete electrode migration. Insolvency of sacral neuromodulation therapy with inconspicuous impedances and pole occupancy at sacrum near pole 3, which was felt in now completely intracorporeal electrode layer (now clear distance from pole 3 to ventral sacrumkante ventrally, originally ventral sacrumkante between poles 1 and 2) 8 years after implantation. Electrode exchange on the right in (B)(6) 2018 in the case of a laterally bent electrode and lack of sensation (see radiograph). Right electrode could now be removed without any free preparation, no connective tissue reactions, as never ingrown. Left electrode with severe connective tissue reaction above the barb layers. Aggregate capsule in derber capsule, which was filled with a little serious secretion. Patient comes without the sacral neuromodulation pass, therefore, clear lot number assignment left not possible. The electrode were shipped back for examination. The issue was resolved.

Event description:
Additional information received reported that the cause of the lead migration is unknown. The reason for lack of sensation was lead migration. The lead had been migrated completely and was placed ventral of coccyx and looks as if it had never been ingrown in tissue.

Manufacturer narrative:
Continuation of d11: product ID 388928 lot# va1lp62 implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead. Product ID 309333 lot# 0204825734 implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 309333, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (s/n: (B)(4)) found the lead body was cut through, product segmented. Analysis of the lead (s/n: (B)(4)) found there to be a short between circuits from overstress/damage. Fdc 67 pertains to the lead (s/n: (B)(4) and (B)(4)). Fdm 10 and fdr 213 pertain to the lead (s/n: (B)(4) and (B)(4)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.